Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the ceramic tip is missing from the device. The tip was not returned. The reported condition was confirmed. The investigation found the ceramic tip was missing on the returned device. The investigation identified the cause of the additional failure to be a design issue. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was returned without a complaint information. Initial evaluation of the incident device found that the ceramic tip is missing from the device. The tip was not returned.